Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem - unable to charge/recognize a battery pack) was confirmed. Upon investigation the charger was resetting and was unable to charge/recognize a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board, causing the resets. Additionally, contamination was discovered on the battery board pca causing the charger to be unable to charge a battery. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge/recognize a battery pack.